Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4)

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: faulty insulation. Probable root cause: handling procedures, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.